Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the when the customer removed their sensor the probe was missing. The patient's blood glucose at the time of incident was 10.9 mmol/l. The customer confirmed that they did not feel pain at their insertion sites. No products were returned or replaced.